Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. After locking the connector unit received with all operating currents within spec and passed unexpected restart error test, pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Pump received with stripped battery cap coin slot(p).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer received another unexpected restart alarm after a battery change. The customer tried to clear an alarm but the insulin pump did not respond. After the customer took the battery out and placed it back in, the insulin pump worked. Customer's blood glucose level was 135 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.